Manufacturer narrative:
The beckman coulter field service engineer (fse) confirmed that the probable cause of the failure was identified as a hard drive malfunction in the new computer. The fse connected the old pc¿s hard drive to the new one, restored data and parameter, to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that they are consistently encountering 5403 errors, on their dxc700au, chemistry analyzer (pn b86444, sn (B)(6), which is preventing them from processing any patient samples. This issue has persisted for several days, resulting in delay in patient treatment. There is no report of injury or death associated with this event. The customer did not provide any patient¿s diagnosis and did not provide any patient demographics.

Manufacturer narrative:
The customer confirmed that although the issue was resolved by swapping the hard drive, the probable cause was incorrect/configuration of the system. The beckman coulter field service engineer restored the data and parameters. The issue was resolved, and no further action is required. The beckman coulter internal identifier is case-(B)(4).

Event description:
On (B)(6) 2025 the customer provided following information: - the laboratory does not have a backup clinical chemistry analyzer which caused them to send out patient samples to laboratories around the island for testing. Note: the state of the reported event is hawaii. - the delay in reporting results did not contribute to a delay in patient treatment. - the probable cause to the issue was incorrect setting/configuration on the system.